Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath (clear) was selected. During procedure, sheath was prepared by being flushed and testing deflection. Versacross connect dilator was inserted into sheath. Sheath was then inserted into right groin of patient. A non-boston scientific mapping catheter was inserted into sheath, and sheath was aspirated and flushed. The non-boston scientific mapping catheter was removed, and sheath was aspirated and flushed. Farawave was introduced into sheath and upon aspiration and flushing; unexplainable bubbles persistently appeared. Air visible in sheath; after sheath removed, tested flush ports and sheath fluid was leaking. The sheath was replaced and the procedure was completed successfully. There were no patient complications.